Manufacturer narrative:
Revision occurred after 3 weeks for loosening of glenosphere. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 3 weeks after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to loosening of the glenosphere. Centered 32 mm glenosphere and 32 mm + 3 standard humeral cup explanted. These parts were replaced with 36 mm eccentric glenosphere and 36 mm + 6 stability humeral cup.